Event description:
Patient reported hyperglycemia while using a pod worn on the arm between 37 and 48 hours. Blood glucose levels increased up to 22 mmol/l (396 mg/dl). Despite corrective actions, glucose levels did not improve, and the patient administered 15 units of insulin by injection prior to initiating a new pod. On (B)(6) 2026, the patient sought medical attention for hyperglycemia and leg numbness, requiring emergency room evaluation during which intravenous fluids were administered and ketones were assessed. The duration of the visit was reported as a few hours. This represented a second emergency visit on the same day. The pod remained in place during medical evaluation. Blood glucose was verified using a backup meter. Follow-up with a diabetes nurse was reported after discharge.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.